Event description:
The physician experienced a lot of friction while trying to advance the penumbra coil 400 through the microcatheter. The physician kinked the pusher wire outside the catheter as he was trying to advance it. Because it was kinked he tried to remove the coil and the coil detached. He flushed the coil in with saline using a syringe. He continued the case with seven additional coils. There was no patient injury. There was a lot of vessel tortuosity.

Manufacturer narrative:
Results: only the pusher assembly was returned. The coil is in the patient. The pusher assembly outer tube is broken and separated in two places, 65.7 cm and 67.2 cm from the proximal end of the pusher assembly. The three pieces, proximal, middle and distal are held together by the pull wire. The proximal pet lock is intact, which is consistent with an undeployed coil. The distal detachment tip (ddt) is in its normal deployed state with no constraint ball or pull wire visible in the ddt. Conclusion: the unintended release of the coil is confirmed. However, the kink was actually a break in two parts of the outer tube of the pusher assembly. In the complaint description, the physician experienced a lot of friction when trying to advance the coil through the microcatheter. The friction likely led to the kink in the pusher assembly, followed by a break. The break in the outer tube caused the pull wire to become unconstrained which resulted in the unintended release of the coil. The instructions for use contain a precaution that states that moving or torquing the device against resistance may result in damage to the vessel or device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.